Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold, a lead integrity alert (lia) for high undefined impedance, and noise oversensing on the right ventricular (rv) lead. Fluoroscopy of the device header showed that the pace/sense portion of the rv lead was not inserted past the setscrew. The lead was disconnected from the device, tested with satisfactory results, reinserted into the header of the device, and tested with satisfactory results. The device and lead remain in use. No patient complications have been reported as a result of this event.